Event description:
It is reported that the pt is presenting with knee pain.

Manufacturer narrative:
Eval summary: neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Manufacturer narrative:
8010047-2020-01042. This follow-up report is being submitted to relay additional information. The following sections were concomitant medical product(s): item # 00110100200 lot # 60854661; item # 00110100200 lot # 60854661; item # 00110100200 lot # 60750778. Visual examination of the returned components (femoral implant, tibial implant, articular surface) noted that they exhibit signs of being implanted. Half of the backside of the tibial component is completely free of bone cement while the other side is fully covered with bone cement. The cement-free area is scratched and stained and is missing one of the hole plugs. The taper plug is still in place in the keel of the implant indicating that no stem extension was used. The backside of the femoral component is fully covered with bone cement remains. The inferior surface of the articular surface is scratched and pitted. Partial loosening of the tibial component is considered confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.